Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, procedural factors (CT poor quality) appears to have contributed to the valve migration and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. *literature reference for file: philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothorac surg (2012).

Event description:
During a transfemoral tavr procedure, the 20mm sapien 3 valve was deployed in a too ventricular and canted position within the annulus resulting in moderate paravalvular leak (pvl). As reported, the CT scan was of poor quality, and the measurements were in need of confirmation, a 20mm bav was performed, and a decision was made to add additional volume to the delivery system syringe. The valve was positioned 50:50 but landed too ventricular and canted 30:70 aortic/ventricular (a/v) on the left coronary cusp [lcc] and 10:90 a/v on the non-coronary cusp [ncc]. Moderate (pvl) was observed post deployment of the valve and a decision was made to post-dilate with an additional 0.5 cc. Multiple attempts to post dilate were performed for a total volume of 13cc's. The pvl ended as mild as observed on echo, the patient was doing well and transferred for post management care. Two days post implant, the patient's condition worsened, and a tte revealed moderate 2+ pvl. The decision was made to place a second valve within the existing valve in a more aortic position. An initial injection of contrast was taken and it appeared that the valve had migrated toward the lvot on the ncc side of the valve. The valve appeared to be 100% ventricular on the ncc. Care was taken when crossing the valve both with the wire and the delivery system during the procedure. A new 20mm sapien 3 valve was implanted more aortic within the existing valve, securing it in place and resulting in trace pvl. The patient was doing well and transferred for post management care. The native aortic annulus diameter was 17mm x 23mm with an area of 314mm squared by CT. A balloon valvuloplasty (bav) was performed prior to valve deployment. The native valve and leaflet were moderately calcified, and the aortic root was mildly calcified. Per report, there was mild ventricular septal hypertrophy and the ef was 65%. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, was good. Per report, the initial valve may have been slightly undersized and valve implanted too ventricular.